Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). The images reviewed show a deployed stent is noted with the markerbands from the stent delivery system as well as from a smaller size postdilation balloon located inside the expanded stent. A strut deformation in the stent scaffolding in the mid-section of the stent is noted but no gaps. This apparent strut deformation is indicative of calcific nodules as per event description the lesion site was moderately calcified. A review of the media provided could not identify the alleged stent fracture however a stent strut deformation was noted in the mid stent region. The apparent strut deformation noted could have appeared to the physician as stent fracture however this was not the case as the deformed struts visible in the photo review most likely represent a conformation of the stent (4-connector proximal (first 2 rows) and 2 connectors throughout and in the distal section design as per promus product family design), to the vessel anatomy by considering the presence of fibro-calcific lesions and provide the required scaffolding without any straightening of the vessel.

Event description:
It was reported that stent fracture occurred. The target lesion containing a >45 and <90 degrees bend was located in the moderately calcified right coronary artery. Following pre-dilatation with a 2.5x12 emerge balloon catheter at 12 atmospheres, a 12 x 3.00 promus elite mr drug-eluting stent was successfully deployed at 12 atmospheres. Post deployment the stent appeared to be fractured. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion containing a >45 and <90 degrees bend was located in the moderately calcified right coronary artery. Following pre-dilatation with a 2.5x12 emerge balloon catheter at 12 atmospheres, a 12 x 3.00 promus elite mr drug-eluting stent was successfully deployed at 12 atmospheres. Post deployment the stent appeared to be fractured. There were no patient complications nor injuries reported and the patient status was stable.